Event description:
It was reported in a research study, the case of a patient that suffered from a right ulnar fracture and a right femoral degloving injury. The wound was treated with the appropriate debridement and irrigation, and then covered with bactigras. After 3 days, large necrotic areas were observed. It is unknown what was the outcome of the patient. No further information is available.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this product is not approved in the us. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.